Event description:
While pt was being scanned by the machine, the detector on top of the pt came down to pt's nose and chest area and would not stop. Pt stated that the machine was pressing down on pt's chest and nose. Machine was turned off immediately and employees pulled pt from under the detector.